Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Device received with blank white display followed by horizontal lines due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement and displacement test or verify missing segments or partial display and unexpected battery power loss due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert/replace battery now alarm. The customer stated they were not able to clear the alarm and the insulin pump had a partial display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.